Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and screening test of the returned device was performed following j&j medtech procedures. Visual analysis revealed the pebax was broken leaving internal parts exposed. When the device was connected to the carto 3 system, it was recognized correctly; however, errors 105 and 106 were displayed due to an open circuit in the tip area. During the analysis, it was also noted that there was no temperature displayed on generator, due to an open circuit. Further investigation indicated that the damage to the pebax was likely a result of improper alignment of the components, which led to a short circuit that increased the temperature and caused the damage. Also, it was observed an excessive adhesive on the wires causing the open circuits. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the open circuits on the tip area and the damage on pebax are related to the manufacturing process of the device. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address the force issue and force sensor sleeve insolation. E1 initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified the pebax broke leaving internal parts exposed. It was initially reported by the customer that a contact force sensor error occurred. To complete the procedure, the physician used another one of the same type. No consequences for the patient were reported. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-feb-2025, the bwi pal revealed that a visual inspection of the returned device found the pebax broken leaving the internal parts exposed. This issue was reviewed and assessed the issue as an MDR reportable malfunction since the integrity of the device has been compromised.